Manufacturer narrative:
The insulin pump was received with blank display due to corrosion inside the battery tube. No moisture damage found on electronic assembly or motor. The device also had cracked battery tube threads and scratched display window. The displacement, basic occlusion, occlusion, prime and no delivery tests could not be performed due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly in the past. The customer stated that he did not have a keypad issue at the time but his blood glucose had been high. The blood glucose at the time of the incident was 355 mg/dl; treated with the insulin pump. No issues with the site, set, insulin, settings or history were found during troubleshooting. The customer declined to perform the high pressure test and requested the insulin pump to be replaced. The device was returned for analysis.